Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1007 error code ((post) vent-inop: machine and proximal pressure sensors failed). There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a 1007 error code ((post) vent-inop: machine and proximal pressure sensors failed). The customer reported that the device was dropped, and the error code was now being displayed. The customer was provided with the part numbers for gas port outlet, oxygen plate, central processing unit (cpu), data acquisition (da) board, motor control (mc) board, and power management (pm) board. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed to obtain further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.